Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm found in the device history due to software error. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected alarm for second time. The customer performed 0.2 unit fill cannula into air. Customer stated the bolus was not seen in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.